Manufacturer narrative:
Due to character limitations section e1, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6). Stryker evaluated the customer's device and was able to verify and duplicate the reported issue. Stryker determined the compression module had to be replaced. The customer was provided with a repair quote but did not accept it. The device was returned to the customer unrepaired at the customer's request. The customer was advised to remove the device from service.

Event description:
A customer contacted stryker to report that their device was alarming and would not move to the starting position. Furthermore, it was also reported that the buttons were unresponsive. In this state the device would not be able to provide compressions. If a device does malfunction, the device operating instructions indicate that the user is to perform manual chest compressions. There was no patient involvement reported with the event.